Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, label content is displayed, the scan generated 7891463009371 instead of 7891463009142. Therefore, the complaint is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, incident was confirmed. Based on the team¿s investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. Coverage was carried out to verify that the other codes are correct.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode was not readable. The following information was provided by the initial reporter translated from portuguese to english: customer identified that the barcode line (highlighted in the photo) of the product desc hip eclipse 27gx1/2¿ ref: (B)(4) lot:3304965 , is registered the sequential of the product needle with disposable safety device 30gx8mm ref. (B)(4).